Event description:
Philips received a complaint by the customer on the v60 indicating that during non-invasive ventilation for the patient, it was found that the designed humidity output was 400ml, but the displayed delivery was only 25ml. A new ventilator was used to continue the treatment. Since the patient's condition was relatively stable, no harm was caused during the ventilation process. No further medical intervention provided to the patient, nor a delay was noted. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received on 10oct2025, it was confirmed that the device resumed normal use after the gas delivery system (gds) was replaced and successfully passed performance specification testing after the repair was completed. The device was put back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.